Event description:
The patient is complaining that he can't sleep on it, pain, and can't stand or sit on it.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes then to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.